Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, low biventricular pacing, a loss of capture, and a decrease in sensing were observed on the right ventricular (rv) lead. During the revision procedure, the helix of the rv lead was unable to retract. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were failure to capture, r-wave amplitude variation, and failure to retract the helix. As received, a complete lead with a stylet was returned in one piece for analysis. The reported events of failure to capture and r-wave amplitude variation were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reported event of failure to retract the helix was confirmed. X-ray inspection revealed the inner coil to be over-torqued at the connector region, which is consistent with procedural damage. Visual inspection revealed the helix to be retracted and clogged with blood/tissue. After cleaning, the helix was able to be extended and retracted when torque was applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the failure to retract the helix was isolated to be due to the over-torqued inner coil and the helix being clogged with blood/tissue.